Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av balloon to treat patients radial vein. It was reported that a pressure leak was confirmed when negative pressure was applied prior to catheter insertion. The catheter was then inserted into the body and dilation was attempted; however, dilation failure occurred, and the catheter was removed. The procedure was subsequently completed using another product of the same specification. No patient injury reported